Manufacturer narrative:
The reported reader was returned. Performed visual inspection on the returned reader, no issues were observed. Reader did not power on with button depression after charging, with strip insertion or with insertion of usb cable. Observed damage to usb port, damage appears to be use related. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR (device history review) for the fs libre meter was reviewed and the DHR showed the lfs ibre meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.this also serves as a correction report. Brand name was incorrectly documented in the initial MDR 30 day report.

Event description:
A caller states that his grandfather's, the customer, adc freestyle libre reader does not turn on by the button or by strip insertion. Additionally, the caller stated when the incident occurred (B)(6)2018 on vacation in (B)(6), the customer had symptoms of malaise and subsequently lost consciousness. The customer was taken to the emergency room and was treated with an unspecified injection by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customer stated the incident occurred in (B)(6) of 2018. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller states that his grandfather's, the customer, adc freestyle libre reader does not turn on by the button or by strip insertion. Additionally, the caller stated when the incident occurred (B)(6) of 2018 on vacation in algeria, the customer had symptoms of malaise and subsequently lost consciousness. The customer was taken to the emergency room and was treated with an unspecified injection by an hcp. There was no report of death or permanent injury associated with this event.